Event description:
It was reported that a leak on the rf32 (rotaflow disposable) was detected during priming and it has to be reconnected with cable tie. (B)(4).

Manufacturer narrative:
The sample was received for investigation in the laboratory of maquet. The oxygenator has been cleaned with natriumhypochlorid and a tightness test has been performed. During this test a leakage at the tube connection at the blood inlet and outlet of the oxygenator was noticed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The device was requested for investigation but hasn't arrived yet. A supplemental medwatch will be submitted when additional information becomes available.